Event description:
It was reported that there was a crack in the funnel area of the catheter. After performing a pretest, the foley catheter was inserted into the patient in the operating room, and the patient was transferred to the ICU. As the patient complained of severe pain, the foley was checked, and it was found that the balloon was not filled with sterile distilled water. After re-injecting water into the catheter, there was a crack in the funnel area. As per follow up information received via ibc on 17aug2023, clarified that the water leaked from the crack.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Received two (2) photo samples. First photo sample showcases 3-way temperature sensing catheter with cut portion of inlet tubing. Second photo sample showcases a tear under the inflation valve. Received one (1) 3-way temperature sensing catheter with cut portion of inlet tubing. Visual inspection noted a tear under the inflation valve. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and solution immediately leaked out a 0.1360" tear found under inflation valve with no missing pieces. A potential root cause for this failure could be imperfection in balloon due to process. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was a crack in the funnel area of the catheter. After performing a pretest, the foley catheter was inserted into the patient in the operating room, and the patient was transferred to the ICU. As the patient complained of severe pain, the foley was checked, and it was found that the balloon was not filled with sterile distilled water. After re-injecting water into the catheter, there was a crack in the funnel area. Per follow up information received via ibc on 17 aug 2023, clarified that the water leaked from the crack.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.